Event description:
A surgeon reported a pt is experiencing positive dysphotopsia following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide al ot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).